Event description:
It was reported that this implantable lead, implanted at the bundle of his and connected to the left ventricular (lv) port, had triggered a yellow alert due to unsuccessful lv auto threshold (lvat) tests due to fusion events, this lead remains in service, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).